Event description:
The customer reported that the ats was having intermittent (several seconds to seven minutes to duration) telemetry drop out affecting 13 pts during this time. Alternate pt monitoring was not otherwise available. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete.